Event description:
It was reported: "the surgery was almost complete when the aiming device was to be removed, it was not detachable. The aiming device cannot be removed from the long gamma nail. There was a quasi cold connection between the implant and the insertion aid. Consequence: removal of the already fully implanted nail incl. Femoral neck screw and distal locking and re-implantation of a new nail. The procedure was delayed by 1h which lead to higher blood loss."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported: "the surgery was almost complete when the aiming device was to be removed, it was not detachable. The aiming device cannot be removed from the long gamma nail. There was a quasi cold connection between the implant and the insertion aid. Consequence: removal of the already fully implanted nail incl. Femoral neck screw and distal locking and re-implantation of a new nail. The procedure was delayed by 1h which lead to higher blood loss."

Manufacturer narrative:
Please note the correction to d9/h3 as the device was returned for evaluation. Please also note the corrections to h6 method, h6 results and h6 conclusion codes. The reported event could be confirmed. Device inspection revealed the following: the returned devices were received in a disassembled state. The inner surface of the returned nail holding screw is damaged possibly would have been caused in an attempt to disassemble. Fretting marks on the shaft of nail holding screw are visible suggestive of cold welding post decontamination, pre-surgical test was conducted for the returned devices. Upon inspection, the devices were functionally ok. While inserting the nail holding screw in the target device slight resistance could be felt but parts could be assembled and disassembled a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the issue is most likely user related. The percolated blood in targeting arm most likely caused cold welding resulting in jamming of the devices making it difficult to disassemble if the device is returned or if any additional information is provided, the investigation will be reassessed.